Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gave an alarm and a message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Event site postal code- (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) gave an alarm and a message. It was also unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. He couldn't give me the serial number. The alarm was triggered with the extension disconnection message as a fault. However, it seems that the extension is well connected. After a few manipulations, everything is back to normal but it needs to be recalled by an fse.the equipment was cleared for customer use.